Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, the most proximal screw on the medial plate was removed on (B)(6) 2025 due to pain. Radiographic imaging indicated the removed screw was resting in the intercuneiform joint. The plate and all other screws remain implanted. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the available information the most likely cause is placement of the screw, which resulted in what the patient experienced. No deficiencies or malfunctions were alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, the most proximal screw on the medial plate was removed on (B)(6) 2025 due to pain. Radiographic imaging indicated the removed screw was resting in the intercuneiform joint. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.